Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The patient¿s mother stated the patient experienced electric shocks from the transmitter. The sensor was inserted on (B)(6) 2018 and the patient stated they started getting electric shocks. They began to yell and asked their mother to remove the transmitter. They indicated that they feel the shocks when the transmitter is touched. The patient¿s mother stated that the area where the sensor was inserted was sensitive to touch and the patient had a headache. She indicated that she was going to take the patient to see the doctor for the patient¿s headache and sensitivity at the insertion area. No additional patient or event information is available. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.